Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to receiving multiple appropriate shocks for ventricular fibrillation. Upon review, it was discovered that during a few episodes the implantable cardioverter defibrillator did not deliver therapy due to intermittent under-sensing. Programming changes were performed. The patient was in stable condition.